Manufacturer narrative:
Covidien reference: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see remedial action reference. Complaint trends will continue to be monitored.

Event description:
It was reported that, during patient use, the pulse oximeter display was missing segments. There is no report of death or serious injury associated with this event.